Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v184883, implanted: (B)(6) 2008, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that they recently had a phase 1 surgery on (B)(6) 2016 to fix the leads on their device. It was also reported that patient had been having leaking and did not believe that the device was working correctly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.